Event description:
Damage to the pump housing surrounding the usb port was reported, impacting the customer's ability to charge the pump. There was no reported impact to the customer¿s blood glucose level as the information was not provided. The customer was informed about the need for a replacement pump, which was confirmed to be within warranty. A new pump was sent by tandem technical support, and the customer was instructed to return the damaged pump using a pre-paid label and return box. The customer did not disclose the type of backup therapy they would use.